Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the loud/rattling noises could not be confirmed. However, the reported condition of the device simply dying out was confirmed. During evaluation, it was determined that the device did not rotate and displayed and e6 error. It was further determined that the flex circuit was worn out and cracked, causing the e6 error and no rotation. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the motor device made loud/rattling noises and simply died out. During in-house engineering evaluation, it was observed that the device did not rotate and displayed an discovered error code. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.